Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 dr. (B)(6) from (B)(6) performed a re-operation in order to remove and infected parietex mesh (code tec1515, lot smd00256). Procedure type: bilateral tapp. Unanticipated tissue loss? No. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500ccs or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. Device fragment or component falling into the patients cavity? No. Device fragment left in the patient? No.